Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance was reportedly affected due to migration of the device. During a repositioning surgery the clinic noticed a damaged electrode. The device was explanted.

Event description:
A user report was received from the competent authority. Reportedly imaging had shown a migration of the device and the user's hearing performance was affected due to the migration. Furthermore, during the repositioning surgery the clinic noticed a damaged electrode array. Thus, the user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. A revision surgery was performed during which the electrode was damaged and therefore explanted. The reported damage could be confirmed during device investigation. This is a final report.